Event description:
This case was initially received via regulatory authority (B)(6), reference number: (B)(4) on 04-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('broke the implant, leaving a third of it and a fragment visible on the abdominal x-ray') and adnexal torsion ('torsion of the right ovary due to a cyst with a discharge in the fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), haemorrhagic cyst ("cyst with a discharge in the fallopian tube/ right lateral uterine mass/ recent hemorrhagic infarction type cyst"), pelvic pain ("pain in the pelvic region"), back pain ("diffuse pain in the lower back"), dyspepsia ("digestive disorders") and complication of device removal ("broke the implant, leaving a third of it and a fragment visible on the abdominal x-ray") and was found to have hormone level abnormal ("hormonal disorders"). The patient was treated with right adnexectomy-salpingoovariectomy. At the time of the report, the adnexal torsion had resolved and the pelvic pain, back pain, dyspepsia and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for adnexal torsion, back pain, complication of device removal, device breakage, dyspepsia, haemorrhagic cyst, hormone level abnormal and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2020. Although having informed the gynaecological surgeon of my sterilization by essure tubular implant. This gentleman did not respect the explantation protocol and broke the implant, leaving a third of it and a fragment visible on the abdominal x-ray without contrast ultrasound.. Computerised tomogram - on (B)(6) 2020: evidence of a right lateral uterine mass. Pathology test - on an unknown date: the anatomopathology results describe a right appendix: cystic formations corresponding to more or less mature follicles, mildly congestive tube, recent hemorrhagic infarction type cyst.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2011551) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('broke the implant, leaving a third of it and a fragment visible on the abdominal x-ray') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), adnexal torsion ("torsion of the right ovary due to a cyst with a discharge in the fallopian tube"), haemorrhagic cyst ("cyst with a discharge in the fallopian tube/ right lateral uterine mass/ recent hemorrhagic infarction type cyst"), pelvic pain ("pain in the pelvic region"), back pain ("diffuse pain in the lower back"), dyspepsia ("digestive disorders") and complication of device removal ("broke the implant, leaving a third of it and a fragment visible on the abdominal x-ray") and was found to have hormone level abnormal ("hormonal disorders"). The patient was treated with right adnexectomy-salpingoophorectomy. At the time of the report, the adnexal torsion had resolved and the pelvic pain, back pain, dyspepsia and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for adnexal torsion, back pain, complication of device removal, device breakage, dyspepsia, haemorrhagic cyst, hormone level abnormal and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2020: although having informed the gynaecological surgeon of my sterilization by essure tubular implant. This gentleman did not respect the explantation protocol and broke the implant, leaving a third of it and a fragment visible on the abdominal x-ray without contrast ultrasound.. Computerised tomogram - on (B)(6) 2020: evidence of a right lateral uterine mass. Pathology test - on an unknown date: the anatomopathology results describe a right appendix: cystic formations corresponding to more or less mature follicles, mildly congestive tube, recent hemorrhagic infarction type cyst.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.